Manufacturer narrative:
Patient identifier - requested but not provided. Date of birth - requested but not provided. Ethnicity - requested but not provided. Explanted date: device was not explanted. Expiration date - requested, yet to be received. UDI - requested, yet to be received. Device manufacture date - requested, yet to be received. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section.

Event description:
The user facility reported that the doctor inserted the angios-seal guidewire and removed the procedural sheath. The dilator was inserted into angio-seal sheath and proceeded to feed sheath over wire. After the doctor was in the correct position, as indicated by blood outlet hole, then removed the wire and dilator and pulled back on hub until it clicked and showed white marker. The doctor pulled the sheath back, but he could not see the green tamper tube. The doctor then cut down on sheath tip to reveal tamper tube. Small forceps were used to get tamper tube out so that he could tamper the collagen until he could see the black marker. Then cut the suture, removed tamper tube and cut suture below the skin. It was reported that hemostasis was achieved. There was no harm to patient. Additional information was received on january 23, 2018. Diagnostic angiogram - lad and rca intervention (6f guiding catheter - 6f sheath). After intervention they did groin shot, femoral artery suitable for vcd - used angioseal to close.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, expiration date, UDI no., device manufacturer date, and the completed investigation. One used 6fr angioseal vip device was returned for evaluation. The device was returned with the arteriotomy locator and tamping tube. Visual inspection revealed that the carrier tube assembly was mated with the hemostatic sheath. The deployment sleeve was in the rear lock position with the color bands fully exposed. There was 1.168" of the suture exposed from the hemostatic sheath. The clear compaction marker was visible in this section of the suture. The portion of the suture with the black compaction marker was not returned. The distal end of the suture was cut. The tamping tube was completely exposed from the hemostatic sheath. The tamping tube was measured and confirmed to meet manufacturer specifications. No anomalies were noted with either the suture or the tamping tube. The tensioner was removed from the device cap. The tensioner was completely out of suture. The returned device was consistent with successful deployment. No anomalies were noted with the returned device. There is no evidence that this event was related to a device defect or malfunction. The complaint cannot be confirmed, as the returned device was consistent with successful deployment. No anomalies were noted with the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. A review of the device history record of the product code/lot# combination was conducted with no findings.